Manufacturer narrative:
D3: mfg establishment name; ICU medical healthcare manufacturing s.a. De c.v. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was not confirmed but a leak was found on the inflation line. The root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a cuff leak and it was resolved after switching the tube. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.